Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Upon examining the given sample, a visual analysis revealed scratches and nicks on the device's handle. Considering the device's age (20+ years) and the observed condition, it aligns with indicators of reaching the end of its lifecycle¿damage consistent with prolonged use and servicing. The device's lifecycle is event-driven, contingent on its use and regular inspection in clinical practice. For details regarding end-of-life guidelines, reprocessing instructions, and inspection procedures, refer to the device/country-specific instructions for use (IFU). A functional test was executed on the device, confirming the proper functionality of the locking mechanism. However, due to the absence of the mating component, a comprehensive functional test could not be conducted. The overall complaint was not confirmed as the [impactor long f/ten] would not contribute to the reported condition. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The following drawings reflecting the current and manufactured revisions were reviewed: dwg 359_201 rev b manufactured dimensional inspection: n/a. H4, h6 device history record (DHR) review for part#359.201 supplier lot# a8nb138, synthes lot# 4649770, manufacturing location: synthes raron, released to warehouse date: 16.sept.2003. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. History record (DHR) review for part#359.201, supplier lot# a8nb138, synthes lot# 4649770, manufacturing location: synthes raron, released to warehouse date: 16.sept.2003. No non conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. E3: reporter is a j&j sales representative. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in canada as follows: it was reported that the handle with chuck 359.201 no longer hold the implants. There were no patient outcome or consequences. This report is for one (1) impactor long f/ten. This is report 1 of 1 for complaint (B)(4).